Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis found no anomalies.

Event description:
It was reported that the external pulse generator (epg) failed the sensitivity test. The epg was returned for repair. There was no indication of patient involvement.